Event description:
Patient reported left side "has 4 cracks." Healthcare professional later reported rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5; d1; d2a; d2b; d3; d4; g1; g2; g4.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, "device has 4 cracks". Later reported, "rupture of the left pocket". ¿the left device is cracked on several places. Seen on ultrasound and MRI". Device remains implanted.